Event description:
The customer's parent reported via phone call that the customer received a no delivery alarm during a prime. The customer's blood glucose was 449 mg/dl. Customer's blood glucose was treated with a manual injection. Troubleshooting found insulin was able to exit with a push plunger. The customer was advised their insulin pump was working as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.